Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, and broken reservoir tube lip.

Event description:
It was reported that the customer had a scratched display screen and they are unable to see. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.